Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for dislocation after a total knee arthroplasty.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Per the package insert of the articular surface loosening of the prosthetic knee components, and dislocation and/or joint instability are known potential adverse effects of the tka procedure. The insert also warns that because the rotating hinge knee is a highly constrained device, the risk of component breakage, loosening and polyethylene wear may be greater than for less constrained knee implants. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). The following sections were updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.